Event description:
This is filed to report a clip that was caught on chordae and deployed where it was stuck as intervention. It was reported that a patient presented with grade 3 functional mitral regurgitation (mr) and small cardiac chambers. During a mitraclip procedure, the clip was aligned and positioned above the flap. After going into the valve, the clip was slightly rotated and could not be moved out of the chordae. Troubleshooting did not work as intended. Despite the chordae entanglement, the clip could be turned and the leaflets were grasped by the clip arms. The mr was reduced from grade 3 to 1. The system functioned as intended. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported entrapment of device (clip becoming entangled in anatomy) appears to be related to procedural conditions/user technique as the clip became caught in chordae when the clip was slightly rotated in the valve by the operator. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.